Event description:
It was reported that prior to use with 2 bd luer-lok¿ tip syringe the syringe was discovered to have foreign matter. The following information was provided by the initial reporter: it was reported by the customer "it was reported by the customer that the syringe is discolored.-

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed for provided lot number 2279246. A review showed one quality notifications related to the complaint defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd luer-lok¿ tip syringe the syringe was discovered to have foreign matter. The following information was provided by the initial reporter: it was reported by the customer "it was reported by the customer that the syringe is discolored".